Event description:
The manufacturer received information alleging an issue related to a essence rental with ssd 230 device. The patient has allegedly passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.